Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns plan, the frame was bent/unlevel.

Event description:
Per provider, the units are bent. There was no damaged to the box.